Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had been off for approximately two years. The customer connected the pump to a power source however the pump did not turn on. Tandem technical support instructed the customer to allow the pump battery to charge for an hour as the pump battery had fully depleted. There was no patient involvement as the customer was not using the pump at the time of the reported event. Multiple follow up attempts were made to determine if the pump was able to be turned on. However, no additional information was provided.